Manufacturer narrative:
Additional information: event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic bariatric surgery, on gastrojejunal anastomosis, the stapler was able to fire, it was found that after the visually adequate staples in sealing and hemostasis, 1 to 2 minutes later, bleeding appeared from the mechanical staple line that was resolved with manual suture reinforcement. 12 hours later, patient with stools with red and dark blood and clots on several occasions which needed a transfusion of 2 units of red blood cells and plasma. Upper gastrointestinal endoscopy visualized slight bleeding in the gastrojejunal anastomosis that was controlled with an injection of adrenaline. There was blood loss of 500cc or more due to the issue. The patient was hospitalized for 1 day in the observation area.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the staple line appears to be bleeding as sutures were being applied. It was reported that an unexpected bleeding occurred along the staple line and an extended inpatient stay was required from product failure. Significant surgical intervention was required due to the product failure. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic bariatric surgery, on gastrojejunal anastomoisis, the stapler was able to fire, it was found that after the visually adequate staples in sealing and hemostasis, a few moments later, bleeding appeared from the mechanical staple line that was resolved with manual suture reinforcement. 12 hours later, patient with stools with red and dark blood and clots on several occasions which needed a transfusion of two units of red blood cells and plasma. Upper gastrointestinal endoscopy visualized slight bleeding in the gastrojejunal anastomosis that was controlled with an injection of adrenaline. There was blood loss of 500cc or more due to the issue. The patient was hospitalized for one day in the observation area.